Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light guide connector was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera elite ii video system center had a connection level problem. The cold light cable disrupted the white when reversed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the touch panel failed. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. Additional information was also provided in b3, b5, h2, h4, h6, h10. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that error code e333 was displayed due to damage of connector on the back face of touch screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the event happened on 28 july 2023.

Manufacturer narrative:
Additional evaluation found an error code e333 was displayed due to the broken connector on the back of the touch screen. Error codes e848, e849 and e850 appeared several times in the logs. This event is under investigation. A supplemental report will be submitted upon receiving additional information.